Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation carried out 3 days after implant of leadless implantable pulse generator (ipg) device revealed that thresholds had increased to high values. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.